Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty and stenting treatment procedure, premature partial stent deployment occurred. The physician was attempting to advance a 6x79x750 sentinol stent delivery system (sds) over another manufacturer's guide wire outside the patient to treat a lesion in the left superficial femoral artery. Resistance was met and the physician pulled back on the sentinol sds, encountering resistance again. While pulling back on the sentinol sds, the outer sheat covering the stent moved and the stent partially deployed. This sentinol stent was not used and the procedure was completed with the implantation of another 6x79x750 sentinol stent. The patient status is listed as "stable".

Manufacturer narrative:
(B)(4).